Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was not functioning properly. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument did not have any physical damage. No material was missing from the distal end of instrument. The cautery on instrument was not working. There were no instances of arcing, smoking or sparking. The instrument did not have thermal damage nor did it have unintuitive motion. The procedure was completed robotically with another instrument . The instrument was returned for evaluation. Photographic images were not available for review.